Event description:
The pt received her scs system, including an ipg, on (B)(6) 2009. The pt reported that she lost stimulation, and she was unable to establish telemetry between her charger and ipg. She stated that she could not remember when she last had stimulation but that it had been years. A new charging system was sent to the pt; however, it is currently undetermined whether the replacement device resolved the issue. No further information is available at this time.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.